Manufacturer narrative:
(B)(4). The reported complaint for iab "fiberoptic connections were not recognized" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a late date, a full investigation of the sample will be completed. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported " fiberoptic connections were not recognized ". Additionally it was reported the user tried to zero a fiberoptic iab prior to insertion and the fiberoptic connections were not recognized on two pumps. A second fiberoptic was used for actual insertion." No patient injury or consequence reported. Patient's current condition reported as "fine".

Event description:
It was reported " fiberoptic connections were not recognized ". Additionally it was reported the user tried to zero a fiberoptic iab prior to insertion and the fiberoptic connections were not recognized on two pumps. A second fiberoptic was used for actual insertion." No patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The reported complaint for iab "fiberoptic connections were not recognized" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a late date, a full investigation of the sample will be completed. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
It was reported " fiberoptic connections were not recognized ." Additionally it was reported the user tried to zero a fiberoptic iab prior to insertion and the fiberoptic connections were not recognized on two pumps. A second fiberoptic was used for actual insertion." No patient injury or consequence reported. Patient's current condition reported as "fine."